Event description:
It was reported that during a breast biopsy, the marker was not placed after firing. There was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: one applier was returned with the marker sleeve detatched but present, and the handle cracked. The applier was disassembled for further analysis and one of the internal latches was found to be broken. No conclusion could be reached as to what may have caused the found damage. Our manufacturing batch history review identified that a marker releasing issue was detected during manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution. One applier was returned with the marker sleeve detached but present, and the handle cracked. The clip was noted to be inside the marker. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch c9d48e. Mfg date 12/06. Exp date 11/11.